Manufacturer narrative:
3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leakage. The event occurred during opening. The operator of the device was a compound technician, and it was found at the hospital. The product was an unused sample from the same lot and there were 8 boxes available for return, and the customer requested credit. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H2: while performing a review of the event, it was found that only one device was involved in the event. File please disregard any reports associated with it. Please reference 3012307300-2024-11813 for all information related to this event.